Event description:
It was reported that the support arm holding the patient circuit broke. Patient involvement is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue with broken support arm was confirmed during evaluation of the provided picture and in problem description. According to the picture, the support arm broke at the clamp attachment. The support arm has been successfully tested for mechanical strength and is designed according to standard. The broken support arm was not returned to us for further investigation. The root cause of the broken support arm has not been conclusively determined. However; the braking point indicates that it most likely has been exposed to a mechanical force greater than it is designed to sustain.